Event description:
The customer feels that the insulin pump is not delivering the basal rates or alarming no delivery. The customer was unable to perform the high pressure test at the time of the call. However, all of the programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.